Event description:
Please review the attached safety alert from smiths medical concerning cadd-solis ambulatory infusion pump. I think that this is dangerous with the potential for patient harm. Details on affected devices: cadd-solis ambulatory infusion pumps. Smiths medical is providing this safety alert to advise its customers of the attached customer info bulletin that provides add'l info for correctly latching the cadd medication cassette reservoir or administration set to the pump. Smiths medical has become aware of a small number of complaints for significant under-delivery/ non-delivery of fluids when the cadd medication cassette reservoir or administration set ("cassette") is not correctly latched to the pump. In some cases, it is possible for the latch lock assembly on the cadd-solis pump to latch on an incorrectly attached cassette. Because the latch handle can be pushed to its fully upright position, even if the cassette is incorrectly attached, both the clinician and the pump can perceive that the pump and cassette are latched up correctly. However, since the cassette is not attached correctly, the fluids in the reservoir cannot be delivered, or will be significantly under-delivered, even though the pump indicates it is delivering. As long as the cassette is correctly attached to the pump, this issue will not occur.